Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen of the display is malfunctioning. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay to therapy was noted.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair. A multi-vendor/clinical engineering department handled the service call and incident. After the hospital had the display screen replaced by a third party, the equipment was restored to normal use. Attempts have been made to try to obtain further information about device use at time of event, and it was confirmed that the reported issue occurred before therapy and the device required a swap.